Manufacturer narrative:
Manufacturer¿s investigation conclusion the report of low flow alarms could not be confirmed through this evaluation. Additionally, a correlation between the device and the reported gi bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. Bleeding is listed in the heartmate 3 (hm3) instructions for use (IFU) as an adverse event that may be associated with the use of the hm3 left ventricular assist system (lvas). The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient presented with intermittent low flow alarms usually with a bowel movement. Additional information reported that the patient was observed for asymptomatic blood loss anemia. The patient had bright red blood in their most recent bowel movement and was given 3 units of packed red blood cells (prbc). The patient was discharged on (B)(6) 2018 with instructions to follow up with gastrointestinal department(gi), home health care (hhc), and the congestive heart failure (chf) clinic. No further information was provided.